Event description:
It was reported that multiple cartridges were damaged at the canister interrupting insulin delivery. The customer's blood glucose was 299 mg/dl. Customer loaded a new cartridge to address the issue.